Event description:
It was reported that the patient underwent a surgical procedure to treat urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. Following insertion, the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, and vaginal scarring. The patient underwent mesh revision in (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, frequency, urinary tract infection, mixed incontinence, nocturia, cystocele, and bladder stone. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystorraphy and bilateral uereteral catherization.